Event description:
It was reported that patient experienced hyperglycemia issue event on (B)(6) 2026 due to bleeding at infusion set insertion site and treated with correction injection via multiple daily injection.

Manufacturer narrative:
MDR (B)(4) / initial 5 of 7. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.